Event description:
It was reported the patient¿s device was malfunctioning. Something was wrong with the components. The patient had a loss of therapeutic effect. The patient experienced incontinence and stayed up half of the night. Stimulation was so strong that it caused vaginal pain. The patient had a lump of knotted wires at the end of their incision. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 3037, serial# (B)(4), product type: programmer. Patient product ID: 3 093-33, lot# v741078, implanted: (B)(6) 2011, product type: lead. Product ID: 3093-33, lot# v741078, implanted: (B)(6) 2011, product type: lead. (B)(4).